Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 201 (manual drain number one) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 23:04:22. No additional information is available.